Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): same meter, different test strip lot number. Test strips were not returned for evaluation - customer had discarded expired test strips. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-006: passed expiration date. Note: manufacturer contacted customer in a follow-up call on 01-jun-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low and high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 67, 89, 66 and 192 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/14/2022 and test strips were opened more than 4 months ago (expired; customer had discarded). The meter memory was reviewed for previous test result history: (B)(6).